Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with dyspnea with exertion. A device check noted that the right atrial (ra) lead experienced high thresholds, possible loss of capture, and undersensing. A chest x-ray showed the ra lead was displaced into the ventricle. A lead revision was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.